Event description:
It was reported that multiple occlusion alarms occurred. Reportedly the issues resolved and the customer successfully resumed insulin delivery. Customer's blood glucose level was 125-144 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.